Event description:
The customer reported that there was nothing but black dots on the monitors. There was no report of pt injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However no report of pt or staff injury was reported.